Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328512 batch no: 8351991. It was reported that during use of the relion® insulin syringe the consumer had 8 syringes where needle hub separated and is now stuck in shield. Reported shields were hard to remove in a second bag (10 syringes in bag). Stated one needle broke off and fell to the floor, was not able to locate needle. Needle only broke off, not hub. This occurred on 18 separate occasions but the date/time is unknown. Consumer reported from a new box she purchased a month ago, in one bag she had 8 syringes where needle hub separated and is now stuck in shield. Reported shields were hard to remove in a second bag, (10 syringes in bag). Stated one needle broke off and fell to the floor, was not able to locate needle. Needle only broke off, not hub. Stated she took the syringes to her pharmacy to have her pharmacist try to assist. Stated pharmacist could not remove the shields and told her to call manufacture. Lot: 8351991, item: 31g, 3/10ml, 8mm, (328512).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 328512, batch no: 8351991. It was reported that during use of the relion® insulin syringe the consumer had 8 syringes where needle hub separated and is now stuck in shield. Reported shields were hard to remove in a second bag (10 syringes in bag). Stated one needle broke off and fell to the floor, was not able to locate needle. Needle only broke off, not hub. This occurred on 18 separate occasions but the date/time is unknown. Consumer reported from a new box she purchased a month ago, in one bag she had 8 syringes where needle hub separated and is now stuck in shield. Reported shields were hard to remove in a second bag, (10 syringes in bag). Stated one needle broke off and fell to the floor, was not able to locate needle. Needle only broke off, not hub. Stated she took the syringes to her pharmacy to have her pharmacist try to assist. Stated pharmacist could not remove the shields and told her to call manufacture. Lot: 8351991, item: 31g, 3/10ml, 8mm, (328512).